Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: there were unexplained power on resets observed in the black box. The battery compartment is cracked from the threads to case seal. A returned battery cap has stripped threads and is unable to fully attach to the pump; power loss duplicated with returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration testing. There was no power issues experienced with new test battery cap. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. No alarms occurred during testing. The display screen has a pinkish contrast; the screen is still able to be safely read. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit was observed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient¿s pump lost power on (B)(6) 2013 and the patient experienced a blood glucose (bg) of over 500mg/dl with frequent urination and glazed appearance to the eyes. The patient was treated with 3 units via syringe. Animas customer support (cs) then contacted the reporter and the reporter stated that the pump was cracked. Cs advised the reporter to discontinue use of the pump and contact healthcare professional for instructions. This report is being made due to the hyperglycemic event the patient experienced due to an alleged power with damage issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.